Manufacturer narrative:
Product complaint # (B)(4). Investigation findings: c22 ¿ photo investigation. Additional information was requested, and the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? No patient impact. The following information was requested, but unavailable: what is the lot number? Lot number was request: hcp advised that the is no lot number as the product is no in the original packaging. Photo investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a surgicel fibrillar with foreign matter inside the package. Based on the photo review, no conclusion or root cause could be determined. Investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. One opened folder with one mesh that pertains to product code 431963 was returned for evaluation. Upon visual analysis of the sample, a hair was observed stocked in the mesh. It was not possible to determine the cause of the foreign matter in the sample received. Due to the conditions of the complaint device. In addition, the foil packet wasn¿t received. No conclusion could be reached as to what caused the report. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a thyroidectomy procedure on an unknown date and absorbable hemostat was used. Upon opening the sealed absorbable hemostat, they discovered a hair inside the enclosed paper packaging, and it appears to be within the mesh of the absorbable hemostat. The surgery was delayed by three minutes due to the reported event. There was no patient impact, and a new absorbable hemostat was obtained and used without issue. No adverse patient consequences were reported. Additional information was requested.